Event description:
It was reported that the patient was admitted on (B)(6) 2023 for multiple implantable cardioverter defibrillator (ICD) shocks. The patient was found to be in ventricular fibrillation. The patient was evaluated by electrophysiology and had a right ventricular lead extraction with re-implant on (B)(6) 2023. The patient underwent cardioversion and received IV antiarrhythmics. The patient had a history of ventricular tachycardia prior to left ventricular assist device (lvad) implant. The patient was discharged in stable condition on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.